Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the headlight was snapped off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Initial reporter was hospital worker. The correction of d4 catalog #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deem required. This is based on the internal evaluation. Previous d4 catalog #: ard568422010c. Corrected d4 catalog #: ard568350931/ard568350930. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other . Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the headlight was snapped off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on an information gathered, the bolts were replaced and secured. The device was released for clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: after several request asking the parts involved, we did not receive any answer. The mechanical connection involved was not identified, the investigation cannot be carried out. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).